Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump failed displacement test twice. The customer's blood glucose was over 300 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window and cracked reservoir tube lip.